Event description:
During a procedure a faradrive steerable sheath clear was selected for use. During procedure, after performing the transseptal puncture and removing the dilator, the doctor tried to aspirate the inside of the sheath with a syringe but only drew in air. The procedure was cancelled due the risk of air embolism. The patient was sent to recovery with neurological follow-up. The device is expected to be returned. No further information was provided.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
During a procedure a faradrive steerable sheath clear was selected for use. During procedure, after performing the transseptal puncture and removing the dilator, the doctor tried to aspirate the inside of the sheath with a syringe but only drew in air. The procedure was cancelled due the risk of air embolism. The patient was sent to recovery with neurological follow-up. The device is expected to be returned. No further information was provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.